Manufacturer narrative:
This report is submitted on january 11, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced pain and redness at magnet site and subsequently was treated with topical antibiotics (date and duration not reported).